Event description:
It was reported that the pulse generator was allowing lower rates than those programmed. Battery data showed 16.1 kohms but dashes for other battery data. A message indicated that elective replacement indicator (eri) had been reached. In 2009, the programmed rate was 100 ppm. The device was currently programmed to 80 ppm, but the patient's intrinsic rhythm was down to 57 bpm and only occasionally showed pacing with capture. The device was explanted and replaced.

Manufacturer narrative:
Final analysis found that the pulse generator was at end-of-life (eol). The device was programmed to high settings which accelerated battery depletion. After replacing the battery and downloading the product code, normal function ensued.

Event description:
The customer's mother called to report a blank display. Troubleshooting was performed, and the display remained blank. Nothing further was reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.